Event description:
Reportedly, during a follow up session, the device was interrogated and the right ventricular coil continuity was lower than 200 ohm. An impedance test was performed and the new value was 290 ohm. The patient has an abandoned tachy lead and in february he did a new implant on the right side after an infection, with a second rv tachycardia lead.